Manufacturer narrative:
Plant investigation: although it was reported that the cycler would be returned for manufacturer evaluation, an investigation cannot be performed for this event. This is because the patient continued to use the cycler, and the cycler was replaced for a separate issue. When the cycler is received by the manufacturer, an investigation will be performed for the more recent event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak was discovered at the end of their treatment. Additional information was obtained through follow up with a patient contact. There was reported to be a small volume of fluid found inside the cassette compartment when the cycler door was opened. In the initial reporting, it was stated that no alarms occurred. During follow up, it could not be confirmed if there were any alarms or not. No visible damage was identified on the cassette when it was removed from the cycler. It was confirmed that the patient completed their treatment. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed the patient was trained to perform manual pd therapy, as well as stat drains if necessary. This event was reported to ts during a call that was initiated for a separate issue. The patient had continued to use the cycler after the fluid leak was discovered. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. Upon follow up, it was confirmed that the replacement cycler had arrived. The patient was said to be continuing their pd therapy on the new cycler without reoccurrence. The old cycler was reportedly returned to the manufacturer for evaluation. The cycler set was not available to be returned for evaluation as the device was discarded. In addition, the lot number for the cycler set was unknown.